Event description:
It was reported to boston scientific corp that a cre fixed wire balloon dilatation catheter was used during an esophageal dilatation procedure performed on a (B)(6) male, pt, on (B)(6) 2009. According to the complainant the dilatation was completed without complication; however, the balloon did not deflate enough after the procedure was completed to be able to remove it from the scope. The scope and the device were removed as a unit. Per the account, the alliance syringe used with the balloon did withdraw water from balloon. It was reported by the site, once the balloon was removed, the balloon appeared empty; however, it stayed enlarged. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. The site returned a device of the same type with the same lot number they have in inventory. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).